Event description:
Customer states the nurse was trying to draw from a PICC line (for verify-now testing) and she had some trouble getting the tubes to fill. Customer was advised to use a straight needle for collection as vad, butterflies and syringes will exhaust the vacuum and the tube will underfill. Customer states the units will most likely draw these from a indwelling catheter or PICC line and won't do a venous collection if they have a line available.

Manufacturer narrative:
Complaint (B)(4). A date of the event could not be obtained from the customer. Samples were only recently received for evaluation. As soon as the investigation is completed, a supplemental submission will be filed.

Manufacturer narrative:
Received 9pcs. 454322/b2105336 for evaluation. No customer pictures were provided. We have no remaining inventory of this material/batch. A check of quality, production, and maintenance records showed no deviations related to the reported event. Customer samples were tested, according to gbo standard testing procedures, with regards to correct assembly and draw volume according to iso 6710 'single use containers for venous blood specimen collection' and clsi gp39-a6 regulations for 'evacuated tubes and additives for blood specimen collection'. Tubes were verified to be correctly assembled. Both standards specify the draw volume to be within +/- 10% range of the nominal fill volume. No visual deviation in fill volume, sporadic low or high fill, could be observed in the tested samples. All tubes tested filled within the +/-10% tolerance range. No deviations could be observed in the tested samples. The alleged event is not duplicated.